Event description:
It was alleged that the pump changed rates during use on a pt. It was noted that the pump was programmed for 8ml/hr and that after 2 hours the nurse reported the pump was delivering a 80ml/hr. There was no resultant pt consequence.